Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip may have been caught in the chordae. It was reported that on (B)(6) 2018, one clip was successfully implanted, treating grade 4 degenerative mitral regurgitation (mr) and reducing mr to grade 3. The patient returned on (B)(6) 2018, with mr symptoms. The implanted clip was confirmed to be secure on the leaflets and mr remained at grade 3. On (B)(6) 2018, a second mitraclip procedure was performed to further reduce mr. One clip was successfully implanted. During positioning of the second clip, the clip became caught in the chordae. Standard troubleshooting was performed and the clip was successfully implanted without issue; however, it could not be confirmed if the clip was freed from chordae. Two clips were implanted, reducing mr to grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported entrapment of device (clip caught on chordae) appears to be related to patient morphology/pathology (flail). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received. On (B)(6) 2018, a second mitraclip procedure was performed to further reduce mr. No additional information was provided.